Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6), 2021] -suction and instrument channel: enterobacter casseliflavus (8 cfu/endoscope), stenotrophomonas maltophilia (6 cfu/endoscope) and cellulosimicrobium cellulans (24 cfu/endoscope) -air/water channel: unspecified microbes (<2 cfu/endoscope) -additional rinse channel: unspecified microbes (<2 cfu/endoscope) [second time; (B)(6), 2021] -instrument and suction channel: cellulosimicrobium cellulans, paracoccus yeei, brevibacterium casei, enterococcus casseliflavus and enterobacter cloacae (total is >160 cfu/endoscope.) The device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel advantage plus pass-thru, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to local service department of olympus. Local service department sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the instrument channel of the device tested positive for mesophilic aerobic germs (2 cfu/channel). The testing result cleared the (B)(6) guideline. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of local service department. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc presumed that the reported event was due to the following possible causes. Reprocessing process was different from IFU recommendation. Occurrence of contamination at culture sampling by the user.